Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while priming the insulin pump. The customer stated the alarm was recurring when the customer attempted to prime the insulin pump. It was also found the customer was unable to exit from the preparing to prime loop. Customer's blood glucose was 220 mg/dl. Troubleshooting found the customer's drive support cap appeared to be protruded. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to verify a33 alarms due to motor error alarms. The insulin pump was received with cracked case at the display window corners, cracked display window, minor scratched lcd window and with partially broken reservoir tube lip.